Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an occlusion and no delivery. Customer's blood glucose was unknown. The customer states the reservoir and set did not work. The customer performed troubleshooting and was able to get pump to function.